Event description:
The repair center alleged low o2/yellow light and key failure is the pe valve is not shifting. Additional malfunctions are the smart pack is dirty and the gear clamps for the manifold have leaking hoses.